Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer attempted to use the aviva meter around noon. The meter displayed error code e-5 and he was not able to get a reading. Customer felt shaky and was vomiting. He did not treat symptoms. Customer still did not feel well around 11pm, so he went to the hospital. At the hospital his blood glucose was 574 mg/dl. He was given insulin (novolog 15 units). He was admitted to the hospital for two days. A request was made for the return of the meter and strips, replacement sent.